Manufacturer narrative:
One device was returned for analysis. A force sensor test error was confirmed. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a worn lcd. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device was sent in for an lcd repair. The device evaluation revealed a force sensor bridge test failure alarm. There was no patient involvement, no patient injury was reported.